Manufacturer narrative:
As an event date is not available, the date of event will be noted as (B)(6) 2014 (the publication date ["2014.09"] noted in the cited work). Additionally, as majority of the patients noted in the article were male with an average age of 72.6 years old, the patient details will note male as gender and (B)(6) as age. The UDI # is not available as the lot number is unknown. (B)(6). (B)(4).

Event description:
Review of sakai o, oka k, kanda k, watanabe t, yamamoto t, kawajiri f, yaku. The primary outcome of conformable gore&#59412;tag&#59412;thoracic endoprosthesis, japanese journal of artificial organs. 2014:43(02): 204., the following information was obtained: the article describes that 49 patients were implanted with conformable gore&#59412;tag&#59412;thoracic endoprostheses. Of those 49 patients, 39 had tevar procedures and 10 patients had hybrid tevar procedures (surgical vascular graft and ctag). The technical success of procedures were 100%. The primary success of procedures were 87.5%. The article mentions one case involving a new tear occurring distal to the device after implant. No further information is available.